Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: feasibility, outcomes and follow-up analysis of transcatheter closure of outlet ventricular septal defect with various devices from north-eastern india: a single centre observational study b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "feasibility, outcomes and follow-up analysis of transcatheter closure of outlet ventricular septal defect with various devices from north-eastern india: a single centre observational study", was reviewed. This research article is a retrospective single-center experience to evaluate the feasibility and outcomes of transcatheter closure of outlet and outlet muscular ventricular septal defects (vsd) complicated by aortic valve prolapse, with or without aortic regurgitation. The devices included in the study were amplatzer duct occluder ii, konar-mf occluder, and cocoon vsd occluder. The article concluded that transcatheter closure of outlet and outlet muscular type vsds is a promising option for selected patients, yielding positive short- to mid-term outcomes. [The primary and corresponding author was saurabhi das, division of paediatric cardiology in health city hospital, guwahati, assam, india, with corresponding e-mail: saurabhidoc@gmail.com.]. This study included patients undergoing transcatheter closure for outlet and outlet muscular type vsds from (B)(6) 2023 to (B)(6) 2025. A total of 21 patients were included in the study, of which 43.7% (7) patients received an abbott device. The average age was 56 months. The majority gender was male. Comorbidities included aortic regurgitation.